Event description:
Pt was undergoing a health related revision. A loaner instrument kit was provided to the hospital. During the case it was noted that the x-mesh inserter was missing the attachment knob. The issue resulted in a delay to the case as a second set had to be located and brought to the facility. As the problem caused a delay to the case in excess of 30-min an MDR is filed to document this event.

Manufacturer narrative:
Review of records found that the loaner kit was inspected prior to shipping in 2009, for the case in 2009. The kit had been on long term loan from 2008 to 2009. The picture used by the inspector shows the device with two knobs but it cannot be determined at this time if the device was in fact complete before it was sent out. The x-mesh inserter portion that was missing from the device can be removed to facilitate cleaning of the instrument. Root cause cannot be determined at this time. However, based on the description of events it is possible that the unit was sent back from long term use with the piece missing.